Manufacturer narrative:
(B)(4) . Event evaluation: still under investigation.

Event description:
A (B)(6) male patient underwent a catheter ablation for atrial fibrillation on (B)(6) 2014. A 014 mini-stick guide wire fractured within the needle during an attempt by the physician to access the femoral artery. The wire fragment became embedded, which required the surgeon to perform a cut down to retrieve the broken wire fragment. The fragment was successfully removed and the incision was closed. The procedure continued using another puncture location. The intended procedure was successfully performed. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.